Event description:
It was reported that the patient experienced shocking in the buttocks, which began 7-8 months ago. It was stated that once the settings were adjusted, the shocking returned and got worse over time. It was also stated that the patient once fell in the shrubs and her healthcare provider (hcp) thought it might have been the reason; but the patient did not agree. The date of the fall was not provided. The patient currently had stimulation turned off. Incontinence was reportedly worse now than before implant. It was further stated that the patient was getting infections from urinating too much. Testing on the device components was reportedly not done. The patient wanted to find a new hcp to remove the ins from the left side and place a new one on the right side. It was stated that therapy initially worked ok for about a year, but did not give the patient 100% relief. It was noted that the patient had history of a stroke on her left side and fell of a ¿cart in europe¿ and broke her back 3.5 months ago. The patient had surgery for her back yesterday (kyphoplasty surgery).

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 093-28, lot# v697763, implanted: (B)(6) 2011, product type: lead. (B)(4).